Event description:
Per the clinic, the patient experienced head impact and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 09, 2022.

Manufacturer narrative:
This report is submitted on january 05, 2023.

Manufacturer narrative:
Correction: device details in section d and h4 was previously reported incorrectly. The correct device details have been updated in this report. Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on december 6, 2022.